Event description:
Customer reported unexpected positive reactions (1+s to 2+) at the immediate spin (is) phase with gammaclone anti-d, (monoclonal blend) when testing a previously typed rh negative patient. Patient was emergently transfused with 4 units of o positive red blood cells after being typed as o positive with the gammaclone anti-d. A transfusion reaction was not called by the physician.

Manufacturer narrative:
Testing was performed using the tube method. Patient's sample was sent to the arc reference lab for indentification, according to the customer. The following were indentified; anti-c, -v, -jsa and a warm autoantibody. The sample was not returned to immucor for evaluation. The package insert indicates: "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase. The event, due to the nature of the sample, was within the limitations stated in the package insert.